Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was alleged the patient experienced infection, however , the medical records provided do not indicate the patient experiencing infection related to the mesh. In regards to infection, the warning section of the instructions-for-use states " ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ due to the age of the device a review of the manufacturing records was not readily available. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 1997 - the patient was diagnosed with vaginal cuff prolapse, stress incontinence and a rectocele. The patient underwent an abdominal sacrocolpopexy with implant of a bard/davol "marlex" flat mesh, burch modified marshall-marchetti and a primary posterior repair. (B)(6) 2014 - the patient was diagnosed with mesh exposure, a vulvar lesion and underwent a transvaginal removal of "synthetic" mesh and a vulvar lesion biopsy. Operative details indicated "there was an area of mesh exposure (unspecified, alleged davol flat) at the vaginal apex. This was grasped and dissected off the surrounding vaginal mucosa. A large portion of the mesh was removed and the vaginal apex was closed in two layers using vicryl suture." The attorney alleges the patient experienced infection, erosion, and pain.